Manufacturer narrative:
The user facility is outside of the united states. No medwatch report was received. No product has been returned. Current information is insufficient to permit a conclusion as to the cause of the event. No further complications have been reported. Date of event - (B)(6) 2013 (exact date unknown), expiration date - unknown, explant date - (B)(6) 2013 (exact date unknown), manufacture date - unknown. This report is based on allegations set forth in plaintiff¿s complaint, and the allegations contained therein are unverified.

Event description:
It was reported that the patient underwent a right total hip replacement on (B)(6) 2003. Revision procedure was performed in (B)(6) 2013 due to pain, tissue and bone damage, and elevated metal ion levels. No further information has been received. This report is based on allegations set forth in patient's notice and the allegations therein are unverified.

Manufacturer narrative:
Additional information was received indicating the revision surgery on the right hip was performed on (B)(6) 2013. The patient also had a left hip surgery on (B)(6) 2004. A left revision procedure was performed on (B)(6) 2013 due to pain, tissue and bone damage, and elevated metal ion levels. Item and lot numbers have been received, but there is no indication what surgery these numbers correlate to. No further information has been received.

Event description:
It was reported that the patient underwent a right total hip replacement on (B)(6) 2003. Revision procedure was performed in (B)(6) 2013 due to pain, tissue and bone damage, and elevated metal ion levels. No further information has been received. This report is based on allegations set forth in patient's notice and the allegations therein are unverified. Additional information was received indicating the revision surgery on the right hip was performed on (B)(6) 2013. The patient also had a left hip surgery on (B)(6) 2004. A left revision procedure was performed on (B)(6) 2013 due to pain, tissue and bone damage, and elevated metal ion levels. Item and lot numbers have been received, but there is no indication what surgery these numbers correlate to. No further information has been received.

Manufacturer narrative:
This follow-up report is being filed to relay additional information, which was unknown at the time of the initial medwatch.

Event description:
It was reported that patient underwent a total left total hip arthroplasty on (B)(6) 2004. Subsequently, patient underwent a left hip revision on (B)(6) 2013 due to unknown reasons. Patient further alleges tissue damage and recovery issues. This report is based on allegations set forth in patient's complaint and the allegations contained therein are unverified. Review of the medical records for the right hip note elevated ion levels, tissue damage, bone destruction, and metal embedded in the tissue. Review of medical records for the left hip noted osteolysis and adverse reactions to metal debris.